Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Material #:305761. Batch#: 4206638. It was reported by customer that bd eclipse needle 25x1 g. Needle was securely attached to the syringe, when injected the medication didn't go through the needle and leak out where the syringe attaches to the needle. Father was aware, even states "yes, I could feel his leg is wet." Provider notified and dose repeated with father's consent. Rcc received a complaint via email. Bd eclipse needle 25x1 g. Needle was securely attached to the syringe, when injected the medication didn't go through the needle and leak out where the syringe attaches to the needle. Father was aware, even states "yes, I could feel his leg is wet." Provider notified and dose repeated with father's consent. Product#: 305761. Lot#: 4206638.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb leaked. It was reported by customer that bd eclipse needle 25x1 g. Needle was securely attached to the syringe, when injected the medication didn't go through the needle and leak out where the syringe attaches to the needle. Father was aware, even states "yes, I could feel his leg is wet." Provider notified and dose repeated with father's consent. Verbatim: rcc received a complaint via email. Bd eclipse needle 25x1 g. Needle was securely attached to the syringe, when injected the medication didn't go through the needle and leak out where the syringe attaches to the needle. Father was aware, even states "yes, I could feel his leg is wet." Provider notified and dose repeated with father's consent. Product#: 305761, lot#: 4206638.